Event description:
The user facility reported a 75-year-old female was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella cp demonstrated low pump flow and suctioning issues and cannula kink was found. The physician was advised to replace the impella and use the recommended peelaway introducer in the left side. The second impella was prepped. A pigtail and wire were passed through the left side introducer but dissected. The sheath was removed and the physician decided to abort replacing due to the dissection and to place the patient on extracorporeal membrane oxygenation (ECMO). Ther impella was removed through gore sheath and the right side gore sheath was exchanged for the ECMO cannula and venous access was obtained on the left side for venous ECMO cannula.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.